Event description:
Approximately two hours into hemodialysis treatment a leak is reported at or near the hub of the fistula needle. Patient's arm was covered with a blanket at the time of the incident. No machine alarm occurred. Ebl = 200cc. No patient injury is reported. MDR is filed for blood loss only.